Event description:
It was reported the device was removed several months ago due to infection. No further information was provided. Additional information has been requested but was not available on the date of this report.